Event description:
It was reported that intra/peri-op, during a case there were no issues passing the electrode check. Later in the case the electrode check was not passing for channel 2. The customer swapped the patient interface and channel 2 was still not passing. They were using a size 7 trivantage tube. The anesthesiologist was confident in the placement.  Length of extended surgical time was less than 1 hour. There was no patient impact.

Manufacturer narrative:
H3: analysis of the device found visually, there were biological contaminants on the distal end of the device and a white colored residue on the clamp shell. Portions of the wire harness and the green ground and red/white stim electrodes were cut. The wire harness and electrodes were stripped to perform continuity testing. Electrically, the resistances of the red/white stim and green ground electrodes shall be less than 2.5 ohms end to end and the actual measurements were 1.58 ohms (red/white) and 1.55 ohms (green) in which both electrodes were in specification. The resistance from end to end (of the tube electrodes) shall be less than 200 ohms and the actual measurements were 94.4 ohms (blue), 15.2 ohms (blue with white stripe), 34.3 ohms (red), but the red with white stripe electrode was in kiloohms which was out of specification. For further analysis, a stylet was used to manipulate the shape of the device and all of the electrodes were still in specification except for the red with white stripe electrode. Under magnification, there were small cracks in the ink traces underneath the adhesive. The red with white stripe electrode was cut and exposed proximal to the clamp shell where the adhesive is located. For additional analysis, a syringe was used to inject 15-cc of air into the cuff balloon and there were no issues during inflation or deflation. Console functional testing could not be performed due to the cut wire harness. In the returned condition, there was an out of specification condition that was related to the complaint. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.